Manufacturer narrative:
The pump was monitored for 48 hours with a 2.0 basal rate and was programmed with multiple bolus units and the bolus wizard functioned properly per the bolus wizard sampler in the user guide. The pump was downloaded properly and all selected data including basal, bolus and bolus wizard units selection were properly listed in carelink. No bolus, delivery or history anomaly was noted. The pump functioned properly during functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating current measurements. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she believed the insulin pump had a delivery anomaly because the boluses were not being recorded after they were delivered using the bolus wizard. The insulin was being delivered but it was not recorded. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.